Manufacturer narrative:
B3: event date is unknown. Device evaluation: one device was received. A visual inspection found a scratched lens, cracked battery door, and peeling dso seal. A review of the event history log found a high alarm displayed: cassette not attached properly. During the functional testing, the reported problem was unable to be duplicated. The cause of the issue was found to be an intermittent dso sensor. The dso sensor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement and no patient harm/no adverse event reported.